Manufacturer narrative:
This report is submitted on july 22, 2021.

Event description:
It was reported that the phone clip melted and caught on fire while charging. There was no allegation of serious injury associated with the issue.